Event description:
It was reported that the patient came in for a routine device check and the right atrial (ra) lead was programmed unipolar as the lead had mode switched due to undersensing. Reprogramming of the sensitivity was completed and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: icf09b52 implantable pacing lead (B)(6) 2004. (B)(4).